Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, decreased sensing and increased capture threshold were noted on the right ventricular (rv) lead. The lead was revised and during the revision procedure, rv lead perforation was observed. All electrical measurements were normal and stable after the procedure. The patient is in in stable condition.